Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, broken battery tube threads, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Customer's blood glucose level was 500 mg/dl at time of incident. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.